Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument required the release kit to be removed from the gallbladder; it would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument passed all functional, recognition, engagement, and motion tests, along with visual and manual inspections. It was found to be fully operational with no product issues identified.